Event description:
It was reported that the patient was experiencing a profoundly painful, burning sensation at the implantable pulse generator (ipg) site after charging for approximately 10-15 minutes. The patient only experiences this sensation when she charges, and the pain lasts a few hours. The skin was not burned, rather it was an internal burning sensation, and the skin felt hot after charging. There was no trauma to the ipg pocket. The patient was also experiencing difficulty charging, and the ipg would not communicate with the remote control. In addition, the ipg cannot be fully charged. Troubleshooting was performed however the problems did not resolve. The patient underwent a revision procedure in which the physician repositioned the ipg from the back to the abdomen, however, again, the problems did not resolve. During the revision the physician noted there was a scar tissue bubble capsule full of air embracing the ipg. A database analysis revealed that the ipg appears to be working as expected.

Event description:
It was reported that the patient was experiencing a profoundly painful, burning sensation at the implantable pulse generator (ipg) site after charging for approximately 10-15 minutes. The patient only experiences this sensation when she charges, and the pain lasts a few hours. The skin was not burned, rather it was an internal burning sensation, and the skin felt hot after charging. There was no trauma to the ipg pocket. The patient was also experiencing difficulty charging, and the ipg would not communicate with the remote control. In addition, the ipg cannot be fully charged. Troubleshooting was performed however the problems did not resolve. The patient underwent a revision procedure in which the physician repositioned the ipg from the back to the abdomen, however, again, the problems did not resolve. During the revision the physician noted there was a scar tissue bubble capsule full of air embracing the ipg. A database analysis revealed that the ipg appears to be working as expected.